Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In speaking with olympus technical assistance center (tac), the customer was instructed to clean the scope socket contacts. The scope was retested and the error did not appear. The customer had tested the scope on a different tower and the scope worked. The issue was resolved through cleaning the light source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that adhesion of fluid and/or foreign material to the electrical contact inside scope socket resulted in communication abnormality with scope, then b30 was displayed; however, a definitive root cause could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: conducting troubleshooting such as cleaning and inspection on site, it was reported that problem was resolved by cleaning electrical contact inside of scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that xenon light source exhibited error b30 (scope communication error). There were no reports of patient or user harm associated with this event.